Event description:
A surgeon reported two cases of endophthalmitis following intraocular lens (iol) implant surgery. The surgeon reported, the procedures were performed by two different surgeons at the same surgery center. This pt was bilaterally implanted and this eye (left) had posterior capsule opacification only. There are three medical device reports associated with this event. This report is for the second surgeon's pt, left eye.

Manufacturer narrative:
The product was not returned for analysis; the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. Additional info was received. (B) (4). (B) (4). (B) (4).